Manufacturer narrative:
Add'l info found to be relevant by the MFR will be submitted in a f/u MDR report.

Event description:
Distributor reported that on functionality check of m-1 cot he found that the front wheels does not fully fold up.